Event description:
The manufacturer received information alleging a ventilator's active exhalation control valve remained open. There was no report of patient harm or injury. The device has not yet been evaluated by the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer has completed the evaluation for a ventilator that was returned with an allegation the device's active exhalation control valve remained open. During the evaluation of the device at the manufacturer's service center, the customer's complaint was confirmed. The active exhalation control module was replaced to address the issue.